Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient¿s skin was prepped with alcohol prior to sensor insertion. On approximately on (B)(6) 2024, the patient experienced a skin reaction with inflammation and infection at the needle puncture site. On (B)(6) 2024, the patient visited his doctor for evaluation. The patient was prescribed oral clindamycin and an unspecified blood thinner. The patient reported that the infection healed after taking the course of antibiotics. The patient was ¿doing fine¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.